Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for analysis. The submitted log file a5120318 contained data spanning approximately 5 days (07may2021¿ 12may2021 per the timestamp). The log file a5120318 captured a low power hazard, no external power, and power cable disconnect alarm active while connected to the mobile power unit on 07may2021 from the first event in the log file 08:38:16 to 08:38:34 due to a loss of external power. During this time, the rsoc voltage and the bus voltage dropped to approximately 0 volts. The alarm resolved when external power was restored; however, the alarm occurred again on 09may2021 at 22:15:53 to 22:15:57, 10may2021 at 02:57:45 to 02:57:50, and 11 may2021 at 03:15:42 to 03:15:45 due to a loss of external power. During this time, the bus voltage dropped below the minimum voltage threshold. The alarms resolved when external power was restored. Provided information stated that the mpu will not be returning for analysis and it has a v-lock connection on the ac power cord. It was stated that the power cord did not come loose at the wall outlet or the back of the unit. There were no environmental circumstances that would have affected the ac power at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 12may2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Controller exchange in (B)(6) 2021, was reported under MFR # 2916596-2021-03113. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of alarms on the mobile power unit (mpu) yellow wrench and stated that the screen stated driveline power fault. The alarms occurred on both wall power and battery power. The patient denied feeling badly and there was no visible damage to the external driveline noted. The patient changed the controller from primary to backup on (B)(6) 2021, and did not get a backup right away because the patient lived out of state. The patient switched back to primary controller when the alarm was received. The patient arrived in the emergency department (ed) in no acute distress. The alarms were unable to be reciprocated in the clinic and the modular cable was exchanged. The log file showed that the controller was disconnected and shut off on (B)(6) 2021. The patient had power cable disconnect alarms while on battery power seen prior to disconnect. On (B)(6) 2021, the controller was powered back on and the patient reconnected the controller. The power a fault then began on the controller. There was not enough information in the log to determine the reason for the alarms. After that the patient reportedly disconnected and reconnected the driveline. The pump then reestablished the set speed and appeared to be running normally with no further faults. In addition the log file captured several no external power/ low power hazard events on (B)(6) 2021. These alarms were caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. Related manufacturer report number of pump: 2916596-2021-03048. Related manufacturer report number of primary controller: 2916596-2021-03050. Related manufacturer report number of backup controller: 2916596-2021-03114. Related manufacturer report number of modular cable: 2916596-2021-03072.